Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that he drawer 4.1 and 4.2 was not detected on bus and unable to recover. The field service engineer investigated the back panel and found that the drawer pyxibus cable wasn't plugged in, hence verified all the connections of the drawer to ensure full connectivity. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system main drawer 4.1 and 4.2 was not detected on bus. The customer reported that the user have tried to reboot, but the issue was still persisting. This malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.